Manufacturer narrative:
Investigation summary:the reported event of the cold welding could be confirmed. According to the investigation, the root cause was attributed to a user-related issue. According to the event description, power screw insertion was used during locking screw insertion. It is very likely that the surgeon used high speed and applied axial pressure, without stopping power insertion approximately 1cm before engaging the screw head in the plate and thus without using 2.5nm torque limiter as imperatively recommended by the optech. This negatively affected final screw insertion and damaged the screw/plate interface: the screw head and thread were damaged and cold welding occurred between screw and plate. Moreover, as stated by the optech, for preliminary fixation of the plate a non-locking 3.5mm cortex screw is to be inserted in the oblong hole and a k-wire is to be inserted in the most distal k-wire hole in the plate to align the plate with the bone axis. According to the visual inspection, no other holes were filled with a screw before the one where the problem occurred, meaning that the surgeon did not follow the correct plate installation process. Notes: the operative technique reports: ¿it is best to insert the screw manually to ensure proper alignment in the core hole which aligns the screw so it locks properly after being fully advanced. It is recommended to start inserting the screw using ¿the three finger technique¿ on the teardrop handle. Locking screws should be aligned perpendicular to the plate/hole. If the locking screw head does not immediately engage the plate thread, reverse the screw and re-insert the screw once it is properly aligned. Use low speed only and do not apply axial pressure if power screw insertion is selected. Stop power insertion approximately 1cm before engaging the screw head in the plate. Power may negatively affect final screw insertion, and if used improperly, may damage the screw/plate interface (screw jamming). This may lead to the screw head breaking or being stripped. Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the 2.5nm torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with 2.5nm torque limiter on). For preliminary fixation of the plate, a non-locking 3.5mm cortex screw is inserted in the oblong hole and a k-wire is inserted in the most distal k-wire hole in the plate to align the plate with the bone axis. [...] After final plate positioning, the alignment of the plate to the humeral shaft is secured by insertion of a second 3.5mm cortex screw distally to the oblong hole. The visual inspection revealed: a presence of some impairment signs, as if the plate was removed with the help of a lever. Apart from the hole at the top of the plate, all the other holes seem not to be used at all, as they do not show any signs of wear. The head of this screw appears heavily damaged, so much that the original drive shape is not recognizable any more. The thread of this screw results evidently cross-threaded, but not entirely: indeed, some of its areas are intact. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Locking screw was inserted on power and cold welded to plate. Plate was removed and a different plate was used.

Event description:
Locking screw was inserted on power and cold welded to plate. Plate was removed and a different plate was used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.